Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a power source alert while using the tandem-provided usb cable and wall charging adapter. During troubleshooting with tandem technical support, the customer was able to successfully charge the pump using an alternate usb cable and wall charging adapter. There was no reported adverse impact to the customer.